Event description:
It was reported that a catheter break occurred. A jetstream catheter and thruway guidewire were selected for use in an atherectomy procedure in the superficial femoral artery (sfa). Upon removal of the device, a piece of clot was attached to the thruway guidewire, it started to uncoil and separate at the end of the wire. It was noted the mid shaft of the catheter was twisted and broken upon removal. The catheter and the guidewire were completely removed from the patient. No error message occurred. The procedure was completed with the same device. The patient did well and there were no patient complications.